Event description:
A customer contacted baxter's technical service center regarding air in the drain line on the homechoice (hc) during dwell 2 of 5. Technical service representative (tsr) informed home patient (hp) that air in the drain line will not affect therapy and started a manual drain for the hp to show her that it would not stop her therapy. Hp continued therapy with 18 minutes of dwell time left. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. A follow-up MDR will be submitted if further information becomes available.